Event description:
As reported by the b. Braun global affiliate: event 4: when did the failure occur: before application. Reason of complaint: presencia de contaminante (cabello). Presence of contaminant (hair).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4 five (5) samples in original closed packaging and a photo were submitted to the manufacturer for evaluation. Through visual examination of the photo, a thin dark filament comparable to human hair was observed. Through visual examination of the samples, the presence of a human hair on the first bag was observed. The reported defect was observed; the complaint is considered confirmed. It was noted that the contamination is outside the product external to the fluid path. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The defect is a result of a failure during the packaging phase. The production site meets clean room standard; hygiene regulations and rules of dressing are in place. The production department will be informed of this complaint and defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.